Event description:
It was reported that a pt experienced burning, described as "a 3 inch area of chicken pox sized blisters" on his right thigh, after a scan. There is no indication of user error, as ge recommended pads were utilized to isolate the pt's arms from the bore and to prevent body loops. The pt was positioned feet first with arms at side. An x-ray of the pt's thigh was taken the next day to confirm the presence of a surgical clip in that area, however, it has not been confirmed that this was the source of the burning. At this time, it is not known if any additional medical treatment was received. The system was tested and found to be operating within specifications; therefore, there is no evidence of a device malfunction. The pulse sequences used were 3 pl loc, axial t1, ax t2 fs, ax stir, cor t1, cor t2 fs, cor stir, rt sag t1 and rt sag stir. The pt was scanned for nine series. The total duration of the series was reportedly one hour.

Manufacturer narrative:
Ge healthcare's investigation is completed. A (B)(4) local field team was dispatched to the customer site to obtain scan specific info and to investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils / accessories: (surface coil / ECG checks). System / image quality: (system level testing to check for system failures). Patient monitoring: (pt alarm & rf safety monitor checks). Based on the results of system testing and the info provided by the customer the root cause of this incident cannot be determined.